Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by reddish effluent. The patient was hospitalized for the event. The cause of peritonitis was unknown. On the same day as the hospitalization, the patient was treated with vancomycin injection (1gm every 5th day, ongoing) and ceftazidime injection (1gm once a day, ongoing) for this event. At the time of this report, the patient remained hospitalized, was recovering from the event, and pd therapy was ongoing. No additional information is available.